Event description:
It was reported that tubing fell apart at distal y port in the picu. The nurse stated the first set had been hooked up to the patient. Upon checking in an hour it was noted the tubing had "fell apart" was leaking onto the bed. The end was still hooked up to the patient. Blood was backed up into the tubing at the distal end and at the proximal end of what was left was some air. It was not felt by the clinician that air had entered the patient. It was confirmed that there was no patient harm or impact due to this event. Although requested, no patient demographics were provided and no additional information is known at this time.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics were not provided. Date of event: (B)(6) 2019 - this is an estimated date based on the customer's statement of "two issues this week" reported on (B)(6) 2019.

Event description:
It was reported that tubing fell apart at distal y port in the picu. The nurse stated the IV tubing was falling apart at one of the connections that are glued together. There was no patient harm or impact. Although requested, no patient demographics were provided and no additional information is known at this time.